Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the probe did not pass verification after it was bent and the probe was disposed of so the device could not be analyzed. The rep also appeared to indicate that a different probe was not used for the procedure.

Manufacturer narrative:
Manufacture date was unavailable on the date of filing. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an instrument being used with a navigation system. It was reported that intra/peri-operatively during a sacroiliac and thoracolumbar procedure, the surgeon bent the thoracic probe. There was no delay to the procedure. There was no reported impact on patient outcome.